Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty-four events were reported for this quarter. Twenty-three devices were received for evaluation. Twenty-two events were duplicated during testing. One event was not duplicated; however, the device was found to be outside of specifications. Eighteen devices were found to have compromised lubrication. One device was found to have corrosion. Four devices were found to have corrosion and compromised lubrication. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 24 malfunction events, in which the device overheated. Twenty-four reported events had no patient involvement; no patient impact.